Manufacturer narrative:
(B)(4). D10: 28mm i.d. 38mm o.d. Size c bearing. Item: 110031009. Lot: 67160396. 28mm cocr mod hd +6mm no skirt. Item: 163638. Lot: j7591873. G2: australia. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that following an initial hip procedure, a postop x-ray confirmed a femoral fracture. Subsequently, the patient underwent a revision procedure approximately four days post-implantation, during which the stem, dual mobility bearing, and head were revised. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.